Manufacturer narrative:
On an unreported date in (B)(6) 2017 (reported as ¿during last 3 days at night¿) the patient experienced the cloudy effluent (peritonitis event). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cloudy effluent was further described as ¿cloudy at the first few minutes and became clear gradually¿ (no further detail was provided). The cause and the treatment for the peritonitis event was not reported. The patient was not hospitalized for the event. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was unknown if dianeal therapy was ongoing. No additional information is available.